Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was noted that lead measurements were fine in bipolar. The lead safety switch was reset, and the ra lead was left in bipolar. This pacemaker and ra lead remain in service and will continue to be monitored at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was noted that lead measurements were fine in bipolar. The lead safety switch was reset, and the ra lead was left in bipolar. This pacemaker and ra lead remain in service and will continue to be monitored at this time. No adverse patient effects were reported. It was reported that this pacemaker system exhibited noise with oversensing on both the right atrial (ra) and right ventricular (rv) leads. Both leads were evaluated with isometrics in both bipolar and unipolar. It was noted that the noise was worse in unipolar, so it was left in bipolar. Both leads also exhibited impedance spikes, but measurements remained within normal limits. It was noted that both leads were implanted in 1994, which may suggest possible lead integrity concerns. In addition, threshold measurements were 1.1v on the ra lead and 1.7v on the rv lead. This pacemaker system remains in service, and no other programming changes were made at this time. The field representative will review this information with the physician. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was noted that lead measurements were fine in bipolar. The lead safety switch was reset, and the ra lead was left in bipolar. This pacemaker and ra lead remain in service and will continue to be monitored at this time. No adverse patient effects were reported.